Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an error code e228 occurred during set up and inspection of the flex deflectable videoscope, for an unspecified procedure, prior to the patient being in the room. There was no patient involvement, and no harm was reported as a result of the event.